Event description:
A farawave nav catheter and versacross access solution were selected for a pulmonary vein isolation procedure to treat atrial fibrillation. Vascular access was obtained and a transseptal puncture was attempted using a versacross device advanced through a non-boston scientific (non-bsc) 13f sheath. The physician initially experienced difficulty visualizing the interatrial septum with intracardiac echocardiography (ice), and despite approximately one hour of attempts, adequate visualization and device tenting could not be confirmed. No issues were observed with the versacross rf wire or any boston scientific device. It remains unknown whether patient-specific anatomy contributed to the inability to visualize the septum. The team subsequently transitioned to transesophageal echocardiography (tee) guidance, and transseptal access was successfully obtained. It was noted that the puncture location may have been slightly anterior. Following left atrial access, mapping was performed using a non-bsc mapping catheter, and pulmonary vein isolation was initiated with the farawave nav catheter. During the first ablation application in the left superior pulmonary vein, the patient experienced a prolonged pause in heart rhythm requiring advancement of the coronary sinus catheter into the right ventricle for temporary pacing support. Ablation then continued, and all pulmonary veins were successfully treated with a total ablation time of 42 minutes. During subsequent remapping of the left atrium, the certified registered nurse anesthetist (crna) reported hypotension. Ice revealed a large pericardial effusion consistent with cardiac tamponade and cardiac perforation. Emergent pericardiocentesis was performed, successfully draining the effusion and restoring hemodynamic stability. No resistance was noted during catheter manipulation, and no device malfunctions were identified with the farawave nav catheter or versacross rf wire. The patient required hospitalization beyond the standard of care. A full recovery is expected. The patient's final discharge status and current condition were not reported.